Manufacturer narrative:
The returned device was evaluated. During this testing the radical-7 display shut down within a few seconds (screen blank) and 10 beeps are heard. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds due to a defective instrument board. The instrument board was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device turns on after 1 minute and then shuts off. There was no known impact or consequence to patient.